Event description:
The customer reported that they are getting a speaker malfunction error. The device was in use on patient at time of event, there was no adverse event reported. A philips field service engineer (fse) visited the customer and performed diagnostic/functional testing and determined the fault was with the intellivue multi-measurement module x3 as a standalone device and when connected to any mx450 device. The x3 device was completely out of sound, the speaker was completely non-functional. There was no fault found with the mx450 it was connected to. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.